Event description:
It has been reported in a service report that the cot was leaking fluid from the hydraulic fill plug. There have been no adverse consequences reported.

Manufacturer narrative:
Other: leak.